Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high-risk pci section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During support, it was reported that there was a leaking purge side arm. The impella was explanted and replaced with a new impella cp. The patient survived the procedure.

Manufacturer narrative:
The returned pump was visually inspected and a crack in the yellow check valve female luer was observed. A syringe with colored was connected to the yellow luer and the purge leak was reproduced. The cause of the purge leak was sidearm yellow luer damage on day 8 was due to bicarb.